Event description:
Wife of home patient (hp) reports difficulty in priming the pt line of the homechoice set. Hp was able to prime the line after resetting up with new supplies. No pt injury or medical intervention required per wife of hp.